Event description:
It was reported that on (B)(6) 2022, the patient developed a major bacterial infection of the breastbone.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the infection of the breastbone was caused by the sternal wire. Cultures were positive for staphylococcus epidermidis. The sternal wire was removed, debridement and vacuum assisted closure (vac) therapy was performed, and the patient was given oral antibiotics. The infection resolved, and the patient was discharged on (B)(6) 2022.